Event description:
The aci distributor reported that he was made aware in (B)(6) 2013 of the following information: the physician mentioned that in (B)(6) 2013 he had a patient with both femorals punctured and that he closed the patient with the mynxgrip (6f/7f) vascular closure device. The physician mentioned that unfortunately the patient had a small pseudoaneurysm but that otherwise the mynx had worked fine.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. UDI number is unknown as the lot number and model # were not provided.